Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient was admitted to hospice on (B)(6) 2023 with a descending thoracic abdominal aortic aneurysm. The patient was later found to have no respirations and subsequently expired on (B)(6) 2023. It was noted that the device operated as expected and the death was not considered device related. The device was not returned for evaluation. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to hospice on (B)(6) 2023 with descending thoracic abdominal aortic aneurysm with chronic left systolic heart failure. The patient had left systolic failure prior to left ventricular assist device (lvad) implant and the lvad did not contribute to the aneurysm formation. The patient had no respirations and subsequently passed away on (B)(6) 2023 at 10:06. It was noted that the device operated as expected and the death was not considered device related.